Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an unknown error message had occurred. The technical support specialist (tss) dialed into the station, verified that the system was up and running, reviewed the application logs, identified an unexpected error and advised the customer to reboot the station to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an unknown error message that locked device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.